Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no signs of physical damage. The cassette door functioned as intended. The functional display check failed. Upon power up of the cycler, a burning smell was detected and the display appeared blank. When powering on the cycler, the ok, stop and up/down arrow push buttons illuminated, however the front panel touch screen remained blank. It was identified that the cause for the blank screen was due to an internal short present transformer (t1) on the inverter board. A known good inverter board was installed and the display became fully operational. An internal visual inspection of the returned cycler encountered no other discrepancies. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and showed that the inverter board was found to have an internal short previously. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on transformer on the inverter board. The cycler was refurbished following the evaluation.

Event description:
It was reported that the screen of a liberty select cycler went blank during dwell 1 of 6 of the patient's peritoneal dialysis (pd) treatment. The ok and stop keys were pressed, the screen was touched, but screen remained blank. The ok and stop keys made a sound when pressed. The patient stated that they powered down the cycler because they smelled metal burning and it was coming from the cycler. The patient also reported that they were unable to open the cassette door to remove the cassette. At that point in time, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. A replacement cycler was issued to the patient. It was reported that an alternate treatment option was available. Additional information was requested, however; to date was not provided. The cycler was returned to the manufacturer. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on the transformer on the inverter board was identified.